Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the pump shutting down. Additionally, it was reported that the pump time was set to am instead of pm. Customer's blood glucose level was 180 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source and customer updated am to pm to address the issue and insulin delivery was resumed.